Event description:
The customer reported that she was having occluded infusion sets. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the cannulas were bent, but the insulin pump did not alarm. No deliver on several occasions. The customer stated that she inserted in the love handle area because her abdomen does have a lot of scar tissue. A tubing clamp was not available at time of call. Advised the customer to call back when she receives the tubing clamp to complete the troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.